Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. A review of the device data noted an abrupt change in pacing impedance measurements and approximately ten seconds of pacing inhibition. The caller was unaware of any troubleshooting that had been performed. A boston scientific technical services consultant informed the caller that the varying pacing impedance measurements can cause grounding issues in the system, resulting in the minute ventilation (mv) signal to not be filtered out of the egm signal. This interaction could result in the oversensing and inhibition observed clinically. A revision procedure was performed and the competitive right ventricular (rv) lead was removed from service and replaced. No additional adverse patient effects were reported.